Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was successfully implanted. The patient was discharged on lixiana and aspirin. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and imaging revealed a device related thrombus on the closure device extending to the pulmonary vein ridge. The patient was asymptomatic and will be evaluated with a tee and computed tomography (CT) scan scheduled for (B)(6) 2025.